Manufacturer narrative:
Additional information was received that the patient was re-hospitalized on (B)(6) 2017. The patient reported mild cough and shortness of breath along with black tarry stools. The patient was given 2 units packed red blood cells for a hemoglobin of 8.6. Stool was positive for occult bleeding. A pill endoscopy was placed; results pending. Medications were adjusted during the hospitalization. At the time of discharge on (B)(6) 2017, hemoglobin was 9.4 and there was no evidence of active bleeding. The patient will continue to be monitored and will follow up with gastrointestinal for pill cam results. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2017 and found to be orthostatic. The patient reported several days of dark tarry stool. Stool specimen was sent for hemoccult and was positive. Hgb was 7.8.  The patient was admitted to hospital for further evaluation and treatment. Maximum international normalized ratio (inr) surrounding this event was 2.4. The patient received 2 units prbc during the hospitalization. A colonoscopy was performed but the source of bleeding was not identified. The patient was discharged home in stable condition on (B)(6) 2017. The patient was seen on (B)(6) 2017 for follow up and again found to be orthostatic with reports of tarry stool. Inr was 1.7 and hgb was 8.7. The patient was sent for a bleeding scan which was negative. The patient returned to clinic on (B)(6) 2017 for repeat labs and follow up. The patient denied tarry stool, however, hgb was 7.0 and inr was 2.1. The patient was readmitted for further evaluation and treatment. The device remains in use. No further patient complications have been reported as a result of this event.